Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis (pd) patient reported that when he broke down his treatment there was fluid leaking from the cassette and that the fluid was also inside of the door. During follow up the patient's pd nurse reported no prophylactic medications or additional medical intervention was needed as a result of the reported fluid leak. The set was not made available for evaluation.